Manufacturer narrative:
Additional information was received on 17-oct-2024 indicating that the patient was transferred to a different hospital a few days after the reported event; however, no further information is available. The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and labeling. The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy a review of the device history record (DHR) ab2000-d/serial number 24c01743 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU), sj-ifu0101-00, rev. B, was reviewed and states the following: 3. Contraindications. Do not use the aquabeam robotic system in patients who do not meet the indication for the system's intended use. The aquabeam robotic system is a reusable device; therefore, it is currently in possession of the user facility. It was reported that the patient coded twice during aquablation therapy. The patient was resuscitated for both occurrences and sent to the intensive care unit. It is unclear if the patient had any pre-existing conditions that may have contributed to the event. The treating surgeon reported that the event was not related to the aquabeam robotic system. Based on the event details, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure, while the aquabeam handpiece was in the patient, aquabeam robotic system generated multiple unspecified error messages. As a result, the aquablation procedure was aborted. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation of the reported event. No visual defects or anomalies were observed with the handpiece. Functional testing of the returned handpiece triggered a "e31 - motorpack error" upon docking. The jet probe position was manually adjusted and the handpiece was connected to the test system again and a full aquablation simulation could be conducted. The handpiece was deconstructed and viewed under magnification. No signs of fluid ingress were observed on the sensor board and the encoder wheel. Root cause of the issue is undeterminable as it is unclear from the event description what errors occurred during procedure. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c05214 was conducted, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The affected units within the lot were reworked to address the nonconformance. Upon re-inspection, the lot met all required specifications and was then deemed acceptable to be released for distribution per device specifications. The aquabeam robotic system user manual, um0101 rev. F was reviewed. Table 5 contains list of all system detected errors and recommended actions. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.